Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed.

Event description:
Procedure performed: unknown. During yesterday¿s site visit, doctor from the (B)(6) area mentioned that the guard has popped out in the past. Additional information was received via email on 19sep2018 from applied medical clinical development analyst ii: this is the same situation as cers (B)(4). I do not know if he was using gtb14 or gtb17 at the time of the incidents and he has privileges at many hospitals so we do not know what facility the incident actually took place in or the date it occurred. Patient status: unknown. Type of intervention: unknown.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: unknown. During yesterday¿s site visit, doctor from the (B)(6) area mentioned that the guard has popped out in the past. Additional information was received via email on 19sep2018 from applied medical clinical development analyst ii: this is the same situation as (B)(4). I do not know if he was using gtb14 or gtb17 at the time of the incidents and he has privileges at many hospitals so we do not know what facility the incident actually took place in or the date it occurred. Additional information was received via email on 24oct2018 from applied medical clinical development analyst ii: [doctor] did not recall the exact instance the guard popped out as it was in the past. We discussed that on higher bmi patients abdominal walls can be up to up to 2.5 inches thick. Patient status: unknown. Type of intervention: unknown.